Event description:
It was reported that the pump exhibited a primary audible alarm failure post, along with a system failure and watchdog failure. During physical inspection, it was confirmed that there was a primary audible alarm. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and the complaint was confirmed. The device was visually inspected. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the speaker and interconnect board. As a result, the speaker and interconnect board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.